Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that the capacitor reading was low confirming the reported event. The capacitor was replaced to increase output. The circuit boards were inspected. The housing was checked for damage. Testing of the display, nibp, on/off power, output, recorder, spo2, and temp were performed and passed. The root cause for the reported event was determined to be an aged shock capacitor. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a shock equipment malfunction. There was no patient involvement. No additional information is available.